Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to suspected device failuredespite the reprogramming attempts made. The patient was reimplanted with a new device during the same surgery.